Manufacturer narrative:
Complaint confirmed. The returned oval burr ar-8400obe was visually inspected, showing horizontal grooves along the collar of the inner diameter of the outer tube. This is consistent with a site of metal debris production. Among the most common causes for this type of occurrence, are user applied mechanical damage, such as through prying/leveraging of the device against bone or hard tissue during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a posterior ankle arthroscopy procedure, the oval burr, ar-8400obe, was used to shave down the patient's tissue. When the surgeon went to remove the burr, she noticed there were a lot of metal shavings, like fine powder, left in the joint. A 4.0mm bonecutter was opened and used to shave the tissue that the shavings had attached to. Not all shavings were able to be removed from the joint. The case was completed with no further incident.